Manufacturer narrative:
(B)(4). No results available since no evaluation performed. Device not returned. Based on the limited information, including no identification of the relevant lot number, a relationship between the event and the revolve device could not be determined. Due to lack of information, the device as a contributing factor cannot be ruled out. Lifecell reports the event in and abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted. Lifecell reports the event in an abundance of caution.

Event description:
As reported by the surgeon, a female patient in her 50's underwent fat grafting procedure on (B)(6) 2017 using a revolve device the lot number was not identified). Indication for fat grafting was to address the contour symmetry as well as the volume difference between the right and the left breasts. Approximately 150+ cc of fat was harvested using tumescent technique that was injected over the entire left breast. Of note the patient has a 40 plus chest. On (B)(6) 2017, the patient presented with infection of left breast at the office and was sent to the hospital. The patient presented with swelling and pockets of fluctuance over the fat grafted site as well as generalized feeling of sluggishness. The patient underwent operative exploration and evacuation of all purulence with intraoperative cultures. "Treatment included debridement of left breast and the patient was placed on the IV for approximately 24 hours then no oral antibiotics." Culture testing showed actinomycetes, gram positive cocci, and coagulase negative staphylococcus. The patient is about a 10 months removed from surgical reconstruction and is undergoing hyperbaric treatment as well. The patient has since gone on to fully recovery. The microvascular free tissue transfer reconstruction is still intact. The surgeon suspects that her underlying condition of hidradenitis over the surroundings of the surgical site may have been the source of the infection. Despite not having any active infection at the time of surgery, skin colonization could have definitely played a role. The patient went through hibiclens bath prior to surgery and standard techniques were used to prep and drape the skin. Noting that the abdominal wall donor site was without any issues following suction lipectomy for the fat grafting.